Event description:
The account stated that the celldyn sapphire analyzer generated an initial platelet result of 17.7x10e9/lwhich was reported. Upon review of the manual differential, platelet aggregates were seen. A sample from a citrate tube was run and a result of 135x10e9/l was generated which was determined to be the correct result. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.